Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens broke upon insertion while using the preloaded insertion system, model pcb00. There was no patient injury or vitrectomy reported. No additional information was provided.

Manufacturer narrative:
Initial reporter: health care professional: yes. Occupation: nurse. Email address: (B)(6). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the customer's reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.